Manufacturer narrative:
H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient, initial right knee implanted in (B)(6) 2019, stated she underwent a right knee replacement surgery.  The party mentioned she is having issues with her implant. It was also noted by the patient that they underwent other surgical/medical treatment of the right knee. It is unknown if they were referring to the initial procedure or if they underwent a revision procedure. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, d1, d6a, e2, e3 and h6 - health effect - impact code, medical device problem code and component code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.